Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, atrial lead noise was observed. It was noted that it could have been electromagnetic interference (emi). The noise was unable to be reproduced with isometrics and deep breathing. The patient was stable and will continue to be monitored.

Event description:
New information received notes programming changes were made in (B)(6) 2021 due to p-wave amplitude variation and more recently there had been episodes of automatic mode switch due to atrial lead noise.